Event description:
It was reported that the device had a cracked front case and water tank. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: serial number; primary UDI number and h4 - device mfg date: correction. D9: date returned to mfg.: 12/6/2023. H4: device mfg date: corrected. H6: codes: updated. Device evaluation: the reported complaint for ¿cracked front case and water tank¿ was confirmed during visual inspection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.